Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: implantable cardio-verter defibrillator; product ID c174awk, implanted: (B)(6) 2009; implantable pacing lead; product ID 4076, implanted: (B)(6) 2009; implantable pacing lead product ID 419478, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that approximately two months after the implant procedure, the left ventricular (lv) lead was found to be dislodged. The lv lead was revised and remained in use. It was later reported that the patient was deceased approximately eight months following the revision procedure due to unknown causes. The patient was a participant in the (B)(4) study.